Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experiences elevated blood glucose (bg) (375 mg/dl). Customer increased basal rates and delivered correction boluses. However, bg did not respond to boluses. Customer alleged that pump is not functioning correctly. Tandem technical support was not contacted at the time of the issue; therefore, a system check was not performed.